Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, that upon inspection of the assembling trays in the sterile processing department (spd), it was noticed that the threads of two (2) blade/screw guide sleeves were stripped making it hard to engage and disengage the helical blade insertion assembly into the proximal femoral nailing system (tfna) aiming arm. It was also noticed, that the threads of two (2) buttress/compression nuts were also stripped. There was no patient involvement. Concomitant devices: unknown helical blade insertion: (part# unknown, lot# unknown, quantity# 1). Unknown tfna aiming arm: (part# unknown, lot# unknown, quantity# 1). This report is for one (1) buttress/compression nut. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The buttress/compression nut (p/n: 03.037.016, lot number: 9457872) was received at us cq. Upon visual inspection, no damage was observed to the internal threads or the rest of the device. The compliant device was able to be assembled with the mating device (03.037.017, (B)(4)). This complaint was not confirmed as no damage was observed to the device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.037.016; lot: 9457872; manufacturing site: hägendorf; release to warehouse date: 18.jun.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.